Event description:
Revision surgery - the pt had an infection.

Manufacturer narrative:
The cause of the revision surgery on (B)(6), 2012 was due to an infection. The original surgery was performed on (B)(6), 2012. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical and was kept in the patient, although the glenoid head was disposed of. The device history record for the reported component was examined. A review of the sterilization records show the reported device received an adequate 25 to 40 kgy gamma radiation sterilization dose and was within its expiration date at the time of the original surgery. The device history records, product complaint report database, and sterilization records show the reported component used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. The surgeries were performed 29 days apart so there is a chance the patient may have contracted the infection while still in the hospital (nosocomial). It is also possible that the patient did not adhere to post surgical instructions. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.